Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device catalog #: unknown. Medical device lot#: unknown. Medical device expiration date: unknown unique identifier (UDI) # unknown device manufacture date: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that when using an unspecified bd vacutainer tube, there were unexpected results. No patient impact. The following information was provided by the initial reporter: "results that are not consistent with the patient¿s clinical condition."